Event description:
It was reported that during an attempt to deploy the stent, the balloon would not inflate. The stent delivery system was removed. No add'l information was provided. This MDR is being filed based on the investigative analysis of the device.